Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a "cable broken verify the alarm" was confirmed by baxter personnel. "The root cause of this condition was determined to be mishandling. Ac power cord and main battery were replaced to correct this condition." Should additional information be received a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "cable broken verify the alarm". This condition had the potential to interrupt delivery. It is unknown when this event occurred or what department the event occured in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the quality engineer has identified a broken power cord as the assignable cause for the reported condition. Correction: no user error was suspected.